Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump stuck in rewind process. The customer's blood glucose value was unknown. The customer experienced high blood glucose and treated with manual injection. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.